Event description:
A customer reported that during multiple procedures (in a cataract surgery) involving the left eye of a male patient who was already diagnosed with uveitis, the use of an ophthalmic device (console with handpiece and phaco emulsification tip) resulted in almost an immediate corneal wound burn. The patient experienced wound leakage, with the wound presenting as gaping and fish-mouthing. Extensive suturing was required to close the wound. Multiple striae were observed on the cornea, leading to astigmatism and other visual aberrations. The damage was deemed permanent. The physician was currently trying to manage the patient's intraocular inflammation. Currently vision was counting fingers vision. Upon receipt of new information, it was indicated that the ophthalmic system had a fault in the fluid module, requiring a new part. The surgery was completed using a new handpiece and phaco tip. This report pertains to phaco tip related adverse events reported by reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. Clinical evaluation has been reviewed. Potential contributing factor has been identified. The reported product¿s lot number did not contain a phaco emulsification tip (phaco tip), preventing lot number specific reviews for similar complaints or nonconformance's. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30 times magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.